Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had coupling problems. The patient typically recharged when the implantable neurostimulator (ins) was about 75% and usually got most of the bars filled; however since (B)(6) 2015 the patient had been experiencing difficulty getting bars. It was taking much longer to recharger. The patient did not use the belt and just held it in one place and leaned back against something to keep it in place. The patient mentioned a little bit of movement at the pocket site and was concerned the lump could be causing interference. It was reported that the patient felt pain and lump at the right side of the ins since receiving epidural shot. The pain felt like the lump body tissue and not the device components. It was reported that the patient was getting it out because it was not helping they got pain where the ins was and across their back and down their legs, a lot of pain at times. It was noted that the lump was not related to the ins problems. The patient was scheduled to see a manufacture representative. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was having pain down the right leg to about the back of the knee and across her behind the whole back side and the implantable neurostimulator (ins) site. The ins site was not swollen and it was not hot to the touch, but it was tender to touch. It felt like she could move the ins within the pocket. This pain was getting increasingly worse. She had no falls or trauma. This pain was there with or without the stimulation on. It did not go away but it was getting worse and worse. The patient did not use stimulation much and it had been off for about a month. She had turned on stimulation to see if it would help with the pain, but it did not and she turned it back off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant product: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).